Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced an issue with infusion set tubing was leaking between the site and cartridge pigtail. The issue was noticed during load process prior to insertion. The blood glucose level at the time of issue was noticed was 160 mg/dl. The patient has replaced the infusion set and resumed on insulin successfully. No further information available.